Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue was returned for evaluation. An initial visual observation of the photograph showed the extension leg of the groshong with approximately a centimeter of catheter protruding out of the connecter assembly. The fractured end of the groshong appeared to be irregular. The details of the fracture could not be discerned from the returned photo. The distal portion of the catheter was not observed. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported from the oncology department that a week ago in the right elbow on the noble vein needs to be placed in the PICC, 6.18 maintenance of the PICC catheter was found to have a broken tubing, the department then emergency treatment, the catheter will be withdrawn, and reopened to place a new PICC catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.